Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board.

Event description:
It was reported the programmer was not working upon startup. The programmer was returned for repair. No patient complications were r eported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.